Event description:
The customer reported that when the table top with the pt was moved into the bore, the pt's left ring finger was caught between the table and the covers. The finger was severely cut and treatment was given. However, due to the bad physical condition of the pt, eventually the finger had to be amputated from the first knuckle.

Manufacturer narrative:
(B)(4). (Conclusions): the result of the investigation concludes that it states in the instructions for use that before starting a scan which initiates table movement, always check that nothing can get caught hit during table movement. Warning as can be found section 2.18 of the instructions for use.